Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage measurement test was performed and failed. A review of the share logs was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that transmitter failed error occurred. The patient's husband called 911 when he found the patient unconscious. There was no reading on the cgm due to the transmitter failure. Emergency medical services (ems) arrived and checked her blood glucose (bg) which was 23 mg/dl. They gave her a glucagon injection to stabilize her blood sugar. She woke up and ems advised her that she did not need to go to the hospital since she was already conscious and doing fine. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(6).

Event description:
Subsequent to the follow up MDR, additional information has been provided.